Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of the event. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and confirmed that the c ¿ arm was unable to perform longitudinal or rotational movements. Review of log file showed that longitudinal position slips and driven rubber wheel is slipping on the dirty rail, which confirms malfunction. Upon troubleshooting, the fse identified that the motor responsible for the roll bar's longitudinal movement is slipping and the rubber of the motor for the translation was not having grip. To resolve this issue, fse replaced the motor and cleaned the rail. After replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform longitudinal or rotational movements. No harm was reported to philips. Philips has started an investigation of this complaint.